Event description:
It was reported that this right ventricular (rv) lead lead triggered a lead safety switch due to sudden high out of range pacing impedance. Reportedly, the patient is pacing dependent, and there was noise and oversensing recorded that led to pacing inhibition for the patient, which resulted in asystole of 1.8 seconds; however, the patient was reported to be asymptomatic. There was also failure to capture noted in bipolar configuration, but all measurements were stable in unipolar configuration. Therefore, the lead was programmed to unipolar pace and bipolar sense. Troubleshooting was performed such as provocation tests, pocket manipulation and x-ray imaging, and the noise and loss of capture were not able to be reproduced in clinic. In addition, it was mentioned that the suspected cause of the lead performance is due to lead damage, and the plan is to continue to monitor the patient at this time. The lead remains in service. No additional adverse patient effects. Additional information provided indicates that the right atrial (ra) lead exhibited noise. Troubleshooting recommendations were provided by technical services (ts) and it was discussed that it it highly possible that the lead system integrity may be compromised. Information provided indicates all provocation maneuvers were performed and the lead impedance measurements were all stable during the tests. In addition, it was mentioned that the patient has not reported having any falls or obvious potential causes of a lead damage. X-ray imaging was performed and ts noted there could be potential points of leads fretting close to the pocket area, however, it was indicated that the manipulation testing included pocket manipulation and no noise was able to be reproduced.

Event description:
It was reported that this lead triggered a lead safety switch due to sudden high out of range pacing impedance. Reportedly, the patient is pacing dependent, and there was noise and oversensing recorded that led to pacing inhibition for the patient, which resulted in asystole of 1.8 seconds; however, the patient was reported to be asymptomatic. There was also failure to capture noted in bipolar configuration, but all measurements were stable in unipolar configuration. Therefore, the lead was programmed to unipolar pace and bipolar sense. Troubleshooting was performed such as provocation tests, pocket manipulation and x-ray imaging, and the noise and loss of capture were not able to be reproduced in clinic. In addition, it was mentioned that the suspected cause of the lead performance is due to lead damage, and the plan is to continue to monitor the patient at this time. The lead remains in service. No additional adverse patient effects.